Manufacturer narrative:
Additional information: there was a reported delay to the procedure of thirty minutes due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect image was shipped to medtronic for evaluation. The evaluation found that the image was not to protocol. It was reported that the registration was only performed on the coronal slices of the image. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the site was unable to complete a tracer registration multiple times. It was reported that the 3d model generated lacked half of the forehead and that the nose was not in the exam either. It was reported that the ears were not included in the model either. This indicated that the exam was not to protocol. The surgeon opted to complete the procedure without the use of the navigation system. Following the navigation being discontinued, it was reported that a cerebrospinal fluid (csf) leak was caused by the surgeon. No additional information was provided.